Manufacturer narrative:
(B)(4). Ther service engineer (se) inspected the device and replaced the xena graphic user interface (gui) central processing unit (cpu) and two backlights inverter. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that on an 840 ventilator had a blank screen. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.